Manufacturer narrative:
Linked to mfg report numbers: 3006697299-2016-00090, 3006697299-2016-00091, 3006697299-2016-00092 . Integra has completed their internal investigation on 2/22/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: during investigation we have observed that no fault has been found. Handpiece was testing to specifications. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The work order (B)(4) documents the production of 5 handpiece, serial numbers, (B)(4) was completed correctly following company work instructions. The reviewed service history documentation for cusa excel handpiece serial number (B)(4) has identified possible issues related to the complaint incident. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿alarm alert failure¿ and ¿cooling water alert¿ and root cause ¿ could not duplicate¿ in the search criteria. The review encompassed from dates 15-jan-2015 to 16-feb-2016. A total of (B)(4) complaints were reviewed of which 16 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 9th identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿could not duplicate¿ resulting in handpiece not working. No review of non-conformance reports (ncrs) is deemed necessary as no trend has been identified. The failure analysis investigation has concluded the root cause of the handpiece with cooling issues was not duplicated, as handpiece was testing to specifications, therefore no fault found.

Event description:
This is the first of 4 reports (same reporter, different incidents, different handpieces) at the level of connection part, the anodization layer disappeared and the o-rings were probably defective. This led to the cooling water alarm. The device was not in contact with patient. There was no patient injury. The event did not lead to increase surgery time. Additional information was received from the customer on 15jan2015 stating the handpieces did not function during testing recurrently. Patient was under anesthesia. Surgery time was increased (time to find an available replacement unit). The consequences for the patient were reported as infection risk and time under anesthesia increased. Additional information/clarification received on 05feb2016 from the customer with the following: the nurse could not confirm for the 4 defective handpieces how many patients were involved; only that several patients were involved. The delay of the surgery depended on the availability of the next handpiece which she estimated to be between 30 minutes to 1 hour. During that time, the surgeon continued the surgery without the cusa. The nurse did not hear that any one of the patients had an infection after the surgery.